Manufacturer narrative:
(B)(4). The results of this investigation confirmed the amplatzer 10/8 mm duct occluder met all dimensional specifications when analyzed at sjm. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder. Information from the field indicated the device was mis-sized.

Manufacturer narrative:
(B)(4).

Event description:
A 10/8 mm amplatzer duct occluder (ado) was implanted on (B)(6) 2015 in a (B)(6) year-old, female child. The ado was deployed after performing angiography and measurement of the narrowest pda diameter at the pulmonary end (6 mm). Later that day, a continuous murmur was heard and the patient was sent back to the cath lab where by fluoroscopy it was confirmed the ado had embolized to the left pulmonary artery. Percutaneous attempts to snare the ado by a snare were unsuccessful. The ado was surgically removed and the pda was successfully ligated. The patient was extubated and is recovering. The ado was reportedly mis-sized and there were not any adverse consequences for the patient.